Event description:
Medical affairs has been unable to get in contact with the patient and will be sending a letter to obtain more clinical information. Reporter called on behalf of the patient alleging that their meter displays "insert strip" message even after the test strip is inserted into the meter. They were using the correct testing procedure. A medical professional treated with glucose. There is no information on what their reading was on the medical professional's meter. Customer service was unable to resolve the issue and sent them a new meter. This case is being reported as a malfunction, since the "insert strip" message was not resolved.